Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced cracked bezel, cracked air in line, door assembly with punctured keypad. Completed recall on broken rear case. A review of the device history record showed the device had a manufacture date of 01 apr 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damage/wear of the bezel assembly - lower hinge crack. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device had a "door hinge is broken error". No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced cracked bezel, cracked air in line, door assembly with punctured keypad. Completed recall on broken rear case. A review of the device history record showed the device had a manufacture date of 01 apr 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(4) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damage/wear of the bezel assembly - lower hinge crack. A review of the complaint history record in trackwise and sap was performed for the (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #(B)(4) for ail. CAPA #(B)(4) for lower hinge.

Event description:
The customer reported that the device had a "door hinge is broken error". No patient involvement.